Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2024-01054. Related manufacturer reference number:3006705815-2024-01055. It was reported that one of the patient's leads migrated and the other lead has high impedances. The lead migration was confirmed via x-ray. It was also noted that the patient was experiencing a shocking sensation at the ipg site. Patient reportedly experienced a fall in (B)(6) 2023. As such surgical intervention is pending to address the issue at a later time.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2024 where the ipg and both leads were explanted and replaced. Reportedly effective therapy was restored.